Event description:
It was reported that foley catheter fell out of a patient. Per follow up via email on 27aug2024, foley catheter that was in a patient and then fell out after several hours. Upon checking the balloon reservoir once it came out, there are holes in it. Per additional information received via email on 05sep2024, customer had 2 more incidents with the foley catheter that were reported yesterday. One, a plastic tip broke off during use. They had this product to investigate in other one, balloon inflation failed. They did not have this failed product to share. Per sample received on 09sep2024, the customer returned an all-silicone foley catheter with a meter drainage bag with lot #ngjp1093, with balloon rupture. Per additional information received via email on 10sep2024, the balloon did not inflate on another foley catheter and provided lot #ngjp3214. Per additional information received via email on 13sep2024, they have an additional item where the balloon would not inflate. This is in addition to the items that have been reported at the hospital where they were involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter fell out of a patient. Per follow up via email on 27aug2024, foley catheter that was in a patient and then fell out after several hours. Upon checking the balloon reservoir once it came out, there are holes in it. Per additional information received via email on 05sep2024, customer had 2 more incidents with the foley catheter that were reported yesterday. One, a plastic tip broke off during use. They had this product to investigate in other one, balloon inflation failed. They did not have this failed product to share. Per sample received on 09sep2024, the customer returned an all-silicone foley catheter with a meter drainage bag with lot#ngjp1093, with balloon rupture. Per additional information received via email on 10sep2024, the balloon did not inflate on another foley catheter and provided lot#ngjp3214. Per additional information received via email on 13sep2024, they have an additional item where the balloon would not inflate. This is in addition to the items that have been reported at the hospital where they were involved.